Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found the ise tubing number 7 was worn. The fse replaced the tubing to resolve the issue. The fse performed mid solution test, calibration, and quality control, which all passed. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case(B)(4).

Event description:
The customer reported the ion selective electrode (ise) serum leaking on their au5800 clinical chemistry analyzer. As a result, the customer obtained high sodium (na) patient results on the cell 2 of the analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.